Event description:
A distributor reported that while undergoing a thermage treatment, the patient reported feeling a tingling sensation. The treatment was stopped and the customer inspected the treatment tip and discovered a hole in the tip membrane. The customer replaced the tip and continued treatment with no further issues. No patient injury was reported.

Manufacturer narrative:
The treatment tip was returned and evaluated. The tip passed flow, leak, functional, and thermistor testing. Tip failed the visual inspection due to the presence of a hole in the membrane. Dielectric breakdown was observed. A review of the manufacturing record is in progress. Based on available information no conclusion can be drawn and no root cause can be established.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred. During evaluation of the treatment tip, service found damage to the tip membrane. It is unknown how damage to the treatment tip occurred. All treatment tips are visually inspected throughout the manufacturing process.